Manufacturer narrative:
Date of report received: 09 jul 2019. MFR received date: 03 may 2019. Service engineer (se) confirmed the device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. Se confirmed touch screen assembly was replaced. A touch screen assembly was return for analysis. An investigation was performed and the ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 21jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support stating that the touchscreen on the unit would not calibrate. It is unknown if the device was in clinical use at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The event date was not specified; estimate used.